Event description:
As reported by the user facility: brief inquiry description: running benlysta, 250 hr. Air bubble alarms but not air bubble seen. Pump switched out and problem solved. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400614994. No sample was provided for further evaluation. An approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.